Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial #(b)(4,) description: linear st lead with preloaded enhanced stylet - 70 cm, model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. The symptoms were skin erosion at base of neck where the leads were. The patient was given oral antibiotics. The patient is reportedly doing well.